Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.75 x 15mm was selected for treatment of the target lesion which was severely calcified, severely tortuous, and 70% stenosed. During the procedure it was found that the device was unable to cross the lesion. When the balloon was removed, the physician noted that there was a pinhole in the balloon. The procedure was completed using another of the same device. There were no patient complications.